Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a blood glucose level of 480 mg/dl on the morning of the call. Caller stated that the insulin pump lost power during the night. The customer reported via phone call that the insulin pump had a replace battery now alarm without a low battery alert occurring first. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.